Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints regarding this failure mode within this lot have been reported. The device has not yet been returned. A supplemental report will be submitted as soon as the device has been returned and an investigation has been completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The customer reported that, during the procedure, a portion of the wire unraveled after the wire had entered a non tortuous calcified vessel. The wire was immediately removed and there was no reported injury to the patient.